Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results on the subject meter. No meter redings were provided. This complaint is being reported because the reported results may not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.